Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air water cylinder had discoloration, the suction cylinder had discoloration, the scope connector cover unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the label on the suction connector was peeled, water tightness was lost due to a pinhole on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up down knob was out of the standard value due to wear of the angle wire, the adhesives around the light guide lens had a pinhole, the bending tube was damaged, the adhesive on the bending section cover was detached, the connecting tube was snaking, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced an angulation problem. The device was returned for evaluation. During the device evaluation, white foreign material was found in the jet tube and the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.